Event description:
It was reported this central venous catheter was successfully placed for chemotherapy treatment. Approx 15 days post placement it was noted during removal, the catheter had fractured. The detached catheter segment was successfully removed utilizing a snare and another catheter was placed for continuation of treatment. The pt's condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated a break in the catheter approx 7 millimeters proximal to the tissue ingrowth cuff. Dried blood and undetermined liquid was noted inside the catheter lumen. The tissue ingrowth cuff was discolored and no tissue residuals were noted in the fibers of the cuff. A suture was located attached to the catheter proximal to the break between the cuff and the bifurcation. The device met specifications. A lot search was performed and revealed no other complaints to date on this lot number. Since no difficulty was encountered accessing this device prior to this incident, co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.